Manufacturer narrative:
The customer requested a proactive (preventive) replacement of the therapy switch. The switch will be replaced. The device has no alleged malfunction. The device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device needs replacement of therapy selector switch. There was no patient involvement.